Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the stapler which is applied on fundus pushed the stomach tissue and it caused a damage in the stomach up to the mucosa. It was also reported that there was poor staple formation and an irregularly "closure" staple line was seen. The hemorrhage in the gastric mucosa was stopped and the "irregularly" staple line was cleaned. The stapler application/practice area was opened. A new reload was opened and was used with previous handle, but the same issue was observed. They replaced it with a new reload and handle to complete the case. Serosal openness in the staple line was sutured.